Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the user could not deflate the balloon of the catheter on the 2nd day of use. The catheter was cut and removed by a urologist. The patient consulted with another urologist who suggested mineral oil into the catheter, which worked. However, the patient experienced trauma to the urethra, with pus formation, and increased in antibiotic. The patient sought additional resources.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the user could not deflate the balloon of the catheter on the 2nd day of use. The catheter was cut and removed by a urologist. The patient consulted with another urologist who suggested mineral oil into the catheter, which worked. However, the patient experienced trauma to the urethra, with pus formation, and increased in antibiotic. The patient sought additional resources.